Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive esc and act button due to corroded keypad traces. No button error alarm noted during testing. Unable to verify battery out of limit alarm due to the unresponsive buttons. The device was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that a button error occurred after the buttons were mashed for over three minutes on the insulin pump. It was also reported that after a battery change, she received a battery out limit alarm and could not escape this screen. She was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was not known. Nothing further was reported.